Manufacturer narrative:
Device is used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the protection sleeve is not fitting through the holes of the black aiming arm smoothly. It took a couple of minutes trying to place the sleeve through some holes. There was no patient involvement or surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis an evaluation was performed on the returned device. As per received condition of the device, the 03.010.442 guide sleeve was received in very good condition with slight scratches throughout the external length. The 03.010.441 radiolucent aiming arm and the 03.010.422 guide sleeve are included in the suprapatellar instrumentation and recommended for the tibial nail system ex. The tibial nail system ex is intended to stabilize fractures of the proximal and distal tibia and the tibial shaft; open and closed tibial shaft fractures; certain pre- and post-isthmic fractures; and tibial malunions and non-unions. The returned device(s) are intended to work together for aiming applications. The 12/8mm guide sleeve is intended to mate with the guide holes of the aiming to provide accurate location of tibial locking screws. The guide sleeve was tested ten times in all holes and engaged perfectly each of ten tries. The aiming arm¿s holes are directional and are intended to provide locate ability for the machined flats of the guide sleeve upon insertion. If the flats of the guide sleeve are not aligned with the locaters of the aiming arm, resistance will be met. It is likely that the user was not aware of the directional features of the aiming arm¿s holes and the obvious purpose of the guide sleeve¿s flats. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity for these devices. The method of use for these devices has led to this unconfirmed complaint and determined as not the result of a design deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.